Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose of 450mg/dl. Customer's mother stated that customer¿s blood glucose was 250mg/dl, when it was updated on the insulin pump the blood glucose was 450mg/dl. Insulin pump will not be returned for analysis.